Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would "pop out" of customer's pump when pump was in pocket. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the control iq software was overcorrecting in addressing the customer's blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support, or to provide additional information.